Event description:
Caller reported that in the afternoon her blood glucose values were high (300/350 mg/dl) and the cartridge compartment was wet. She stated that it presented as an insulin leak inside the cartridge. No adverse event reported. Cartridge not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer had two lot numbers of cartridges at the time the leak occurred and it is unknown which lot was in use. The two lots are 1083535, expiration date 05/31/2015 and 1083536, expiration date 08/31/2015. While the suspect device was discarded and is not available for evaluation, the manufacturer has confirmed the allegation based on the lot numbers of the cartridges the customer had in use at the time of the event.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.